Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2018-07239. It was reported that there was difficulty closing the hemostasis valve. During preparation for a left atrial appendage (laa) closure procedure, a 24mm watchman® laa closure device & delivery system was selected. However, they were unable to close the clear tuohy. The closure device never entered the patient and the procedure was completed with another 24mm watchman® laa closure device. Post procedure, the patient developed swelling in their neck and face. Upon examination it was determined that the patient experienced an esophageal tear, which may have been the result of the echocardiogram probe. The patient went to surgery the following day to repair the tear. The patient is currently stable and doing okay.

Event description:
Same case as MFR: 2134265-2018-07239. It was reported that there was difficulty closing the hemostasis valve. During preparation for a left atrial appendage (laa) closure procedure, a 24mm watchman laa closure device & delivery system was selected. However, they were unable to close the clear touhy. The closure device never entered the patient and the procedure was completed with another 24mm watchman laa closure device. Post procedure, the patient developed swelling in their neck and face. Upon examination it was determined that the patient experienced an esophageal tear, which may have been the result of the echocardiogram probe. The patient went to surgery the following day to repair the tear. The patient is currently stable and doing okay.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds), without the implant. The device was bloody. The hub/touhy/valve, shaft, tip, and core wire were microscopically, tactile and visually inspected. Inspection revealed tip damage (ovalized). The valve was functionally tested, and the valve was able to be fully closed, without any difficulty. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).